Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, gauze was identified on the stent. The 2.50x16 mm taxus express2 drug eluting stent was unable to cross the lesion. The stent was removed. Between passes the stent was wiped lightly with gauze to wash blood off. The physician dilated the lesion and attempted to reinsert stent at which time gauze was found stuck in the stent struts, so this stent was not used. The procedure was completed with 2 taxus stents. No patient complications were reported. Patient status reported as "ok."

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.